Event description:
It was reported that on (B)(6) 2022, while putting the proximal femoral nailing system (tfna), the cannulated connecting screw will not disconnect from the nail. The connecting screw was unable to be removed using the t handle ball hex screwdriver and it was bent in the process of trying to remove the connecting screw from the insertion handle and nail. Another set was opened and implanted a second nail with no problems. There were thirty minutes (30) surgical delay. There were no adverse events reported. This report is for one (1) 11mm/125 deg ti cann tfna 340mm/right - sterile. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument, manufacturing date: 23-nov-2021, expiration date: 31-oct-2031, part number: 04.037.124s, 11mm/125 deg ti cann tfna 340mm/right- sterile, lot number: 510p535 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev c met all inspection acceptance criteria. Packaging label log (pll), was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 457p492. Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.912.2, lock prong, 125 degree tfna, lot number: 424p371. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 75p6831. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 11/125 deg ti cann tfna 340/right - sile was received assembled with the connecscr f/insertion handle. No other issues or defects were observed with the device. A dimensional inspection for the 11/125 deg ti cann tfna 340/right - sile was unable to be performed due to complex geometry of the device. A functional test was performed by inserting the hex screwdriver into the insertion hole of the screw, unscrewing action was not successful, mating devices remained tightly assembled. After using additional instruments for removal the screw and nail could be disassembled. Upon disassembling, the threads of the connecting screw were observed to present no damages, but remnants of foreign material was observed on the threads which could have contributed to the reported complaint condition. The complaint condition could be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 11/125 deg ti cann tfna 340/right - sile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: - ti cannulated trochanteric fixation nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.